Event description:
It was reported that the delivery wire got broken. The target lesion area was located in a moderately tortuous right femoral artery. A 14mmx50cm interlock embolic was selected for use in a coil embolization. During the procedure, it was noted that the device got stuck inside the microcatheter and could not advance. However, the delivery wire got broken/kinked. The device was removed together with the microcatheter. The procedure was completed with another of the same device. There were no patient complications reported.